Event description:
It has been reported to philips that the device failed the defibrillator pacer test fix mode, defibrillator pacer test demand mode with error message: hardware failure(dpm). A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.